Event description:
On (B)(6), 2014, a reporter for the lay user/ patient contacted lifescan (lfs) alleging an issue with the patient¿s onetouch ultra2 meter reverting to the setup mode. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6), 2014 at 115pm. The patient manages her diabetes with insulin pump therapy. It is not known if the patient made changes to her usual dose of medications. About 45 minutes after the start of the alleged issue, the reporter claimed the patient felt ¿hypoglycemic;¿ however, the patient¿s specific symptoms were not provided. The patient tried to take more food and/ or drink in response to her symptoms; however, the patient reportedly still went to the emergency room (ER). The patient obtained a blood glucose result of ¿33 mg/dl¿ with another device. The patient was administered intravenous (IV) glucose as treatment. There was no indication of misuse. The cca walked the reporter through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms and obtained a blood glucose result with another device suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.